Event description:
It was reported by the edwards territory manager that during a transfemoral tavr procedure, once the 26mm sapien valve was deployed, it was assessed and severe central regurgitation was noted. In addition, the valve looked canted and deployed slightly higher on one side. Reportedly, the patient¿s pressures remained in the 40's. The surgical team decided to prepare a second 26mm sapien valve. During the valve preparation, chest compressions were started. The second valve was deployed in a more ventricular position and the patient¿s pressures were slightly improved. Cardio pulmonary bypass support was initiated and echo noted a large effusion. It was decided by the team to do a pericardial window to drain the effusion. The effusion was still quite large and sternotomy was performed to look for bleeding and a hole was noted in the left ventricle. The surgical team attempted a repair but this was unsuccessful. Reportedly, the patient passed away on the table. Additional information noted there was severe native valve/leaflet calcification, mild aortic root calcification, and mild mitral annular calcification (mac). The patient had moderate septal hypertrophy. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to a canted and slightly aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, the exact cause of the event could not be confirmed; however, patient (severe native annular calcification and moderate septal hypertrophy) and unappreciated procedural factors could have caused or contributed to the canted and slightly aortic deployment of the valve and resulting regurgitation. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.